Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infection") and pregnancy with contraceptive device ("term intrauterine pregnancy") in a 27-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included pregnancy induced hypertension, diabetes (pregnancy complication), blood pressure high, vaginal delivery in 2007, live birth (normal delivery) in 2004, live birth in 2007, pre-eclampsia (pregnancy complication) and multigravida. Concurrent conditions included hemorrhagic ovarian cyst, postpartum state, obesity, hypertensive and low back pain. Family history included hypertension (femily menber unspecified). Concomitant products included anaesthetics (anesthesia) and oxytocin (pitocin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches / head pain"). On (B)(6) 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), depression ("depression") and anxiety ("mental anguish"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with labour pain. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2010,undergone essure removal. Surgical removal of coil(s). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic infection was resolving, the pregnancy with contraceptive device, vaginal haemorrhage, depression and anxiety outcome was unknown and the menorrhagia, cystitis, urinary tract infection, vaginal infection and dysmenorrhoea had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic infection, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2010, final diagnosis included intrauterine pregnancy 35 plus weeks gestation. On (B)(6) 2010, she was a positive, antibody negative, rapid plasma reagin nonreactive, rubella immune, human immunodeficiency virus negative, hepatitis b surface antigen negative, sickle cell negative, papanicolaou smear negative, gonococcus and chlamydia culture negative, glucola normal, and repeat human immunodeficiency virus and group b streptococcus came out negative. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: term intrauterine pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. New event " dysmenorrhea, depression, mental anguish, she did not undergo essure confirmation test" were added. Outcome of events, infections, menorrhagia, dysmenorrhea were updated as recovered. Event "pregnancy under essure (first pregnancy)" was deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infection"), the first episode of pregnancy with contraceptive device ("pregnancy under essure (first pregnancy)") and the second episode of pregnancy with contraceptive device ("term intrauterine pregnancy (second pregnancy)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy induced hypertension, diabetes (pregnancy complication), blood pressure high, vaginal delivery, live birth (normal delivery) in 1998, live birth in 2007, live birth in 2004, pre-eclampsia (pregnancy complication) and gestational hypertension. Concurrent conditions included hemorrhagic ovarian cyst, postpartum state, obesity, hypertensive and low back pain. Family history included hypertension (family member unspecified). Concomitant products included anaesthetics (anesthesia) and oxytocin (pitocin). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain. In 2009, the patient experienced the first episode of pregnancy with contraceptive device (seriousness criterion medically significant) with labour pain. In 2010, the patient experienced the second episode of pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches / head pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2010,undergone essure removal. Surgical removal of coil(s)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic infection was resolving and the last episode of pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered cystitis, headache, menorrhagia, migraine, pelvic infection, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of pregnancy with contraceptive device and the second episode of pregnancy with contraceptive device to be related to essure. Diagnostic results: on (B)(6) 2010, final diagnosis included intrauterine pregnancy 35 plus weeks gestation. On (B)(6) 2010, she was a positive, antibody negative, rapid plasma reagin nonreactive, rubella immune, human immunodeficiency virus negative, hepatitis b surface antigen negative, sickle cell negative, papanicolaou smear negative, gonococcus and chlamydia culture negative, glucola normal, and repeat human immunodeficiency virus and group b streptococcus came out negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: term intrauterine pregnancy and abdominal pain in pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: received quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infection"), the first episode of pregnancy with contraceptive device ("pregnancy under essure (first pregnancy)") and the second episode of pregnancy with contraceptive device ("term intrauterine pregnancy (second pregnancy)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included pregnancy induced hypertension, diabetes (pregnancy complication), blood pressure high, vaginal delivery, live birth (normal delivery) in 1998, live birth in 2007, live birth in 2004, pre-eclampsia (pregnancy complication) and gestational hypertension. Concurrent conditions included hemorrhagic ovarian cyst, postpartum state, obesity, hypertensive and low back pain. Family history included hypertension (femily menber unspeicfied). Concomitant products included anaesthetics (anesthesia) and oxytocin (pitocin). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain. In 2009, the patient experienced the first episode of pregnancy with contraceptive device (seriousness criterion medically significant) with labour pain. In 2010, the patient experienced the second episode of pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches / head pain"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2010,undergone essure removal.). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic infection was resolving and the last episode of pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered cystitis, headache, menorrhagia, migraine, pelvic infection, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of pregnancy with contraceptive device and the second episode of pregnancy with contraceptive device to be related to essure. Diagnostic results: on (B)(6) 2010, fianl diagnosis included intrauterine pregnancy 35 plus weeks gestation. On (B)(6) 2010, she was a positive, antibody negative, rapid plasma reagin nonreactive, rubella immune, human immunodeficiency virus negative, hepatitis b surface antigen negative, sickle cell negative, papanicolaou smear negative, gonococcus and chlamydia culture negative, glucola normal, and repeat human immunodeficiency virus and group b streptococcus came out negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: term intrauterine pregnancy and abdominal pain in pregnancy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: new events added- abnormal bleeding (vaginal, menorrhagia), migraines, headaches / head pain, infection (bladder/ urinary tract/vaginal), pregnancy under essure (first pregnancy) with symptom abdominal pain in pregnancy, term intrauterine pregnancy (second pregnancy) and device ineffective. Historical condition, historical drugs, concomitant conditions and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection") in a female patient who received essure for female sterilization. In (B)(6) 2008, the patient started essure. In (B)(6) 2008, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. At the time of the report, the pelvic infection outcome was unknown. The reporter considered pelvic infection to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 2 months after placement began to experienced severe pelvic pain and an infection (seen as pelvic infection) related to essure was diagnosed. A procedure to remove micro-inserts was recommended. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic a pelvic infection around 2 months after insertion. Considering essure localization in fallopian tubes and plausible temporal relationship, causality cannot be excluded. This case was regarded as incident since a serious injury was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 2 months after placement began to experienced severe pelvic pain and an infection (seen as pelvic infection) related to essure was diagnosed. A procedure to remove micro-inserts was recommended. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, consumer experienced pelvic a pelvic infection around 2 months after insertion. Considering essure localization in fallopian tubes and plausible temporal relationship, causality cannot be excluded. This case was regarded as incident since a serious injury was reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, that a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.